Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during post implant testing, when holding the induce button, the intended burst ceased after approximately 2 seconds; however, did induce the intended arrhythmia and converted as expected. Data was uploaded for a technical services (ts) review. Upon review, ts suspected root cause to be telemetry challenges. Ts recommends the wand be placed closer to the device. No adverse patient effects were reported and to date the device remains implanted and in service.